Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes insufficient negative pressure in the tubes resulted in underfill occurring more than 10 times. Samples were recollected, and there was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Retained samples are not available for testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes insufficient negative pressure in the tubes resulted in underfill occurring more than 10 times. Samples were recollected, and there was no report of impact to patient or user.